Manufacturer narrative:
Batch review performed on 18 december 2019. Lot 181849:(B)(4) items manufactured and released on 21 june 2018. Expiration date: 2023-06-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: one year after primary cemented tka the natural patella dislocates from the throclear groove. During revision surgery, the surgeon assesses the femoral component as being loose and replaces it. From the radiograph supplied, we could not identify any evident cause either for patella dislocation or for femoral loosening. The cause for patella dislocation must not be sought as device defect. For the component loosening, there is no indication that a malfunction of the device caused the adverse event.

Event description:
Revision surgery performed 1 year and 1 month after the primary due to patella bone dislocation (the reason is unknown). During the surgery the surgeon discovered that femoral component is mobilized and all implants were revised.